Event description:
On (B)(6) 2013, the patient underwent full revision due to broken lead and eos-yes, dcdc=0. Follow-up showed that high impedance was first noted on (B)(6) 2013. It was noted that at that time, there was no response noted from the device when interrogated. The device was not programmed off because it was already at eos. No x-rays were taken. No patient manipulation or trauma occurred that is believed to have caused or contributed to the lead fracture. The last known settings were provided from (B)(6) 2013 as: 2.25 ma, 20 hz, 250 usec, 30 seconds on, 1.1 minutes off, 2.5 ma magnet, 250 usec magnet with 6163 magnet uses. The requested diagnostic history was not provided. An in-house blc was performed with 0.26 years remaining until an neos condition.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's lead is broken and has been scheduled for generator and lead replacement. It was reported that the generator would be replaced due to end of service. It was reported that no x-rays were performed. No patient manipulation or trauma occurred that is believed to have caused or contributed to the lead fracture. The patient underwent generator and lead replacement surgery on (B)(6) 2013. It was reported that the generator was discarded. The lead is not expected to be returned for analysis as it was likely discarded with the generator.

Manufacturer narrative:
Previously submitted MDR reported an incorrect event date. The physician¿s response indicated that the lead fracture was first noted on (B)(4) 2013. This report is being submitted to correct this information. Previously submitted MDR omitted information from the physician¿s response and a battery life calculation. This report is being submitted to correct this information. Evaluation: analysis of programming history. Previously submitted MDR omitted this method code. This report is being submitted to correct this information.